Event description:
Hill-rom received a report from the account stating the beds nursing call is not working. The bed was located at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
Hill-rom technical support talked to the account trying to confirm the serial number po for the bed. The account was unable to provide at the time and said they would call back. Three attempts have been made regarding a resolution to this contract line, with no response. Based on this info, no further action is required.